Manufacturer narrative:
Additional information : one device was received for evaluation. The other device was not received and therefore, could not be evaluated. A visual inspection of the sample with the naked eye noted a hole in the heater bag. Functional testing, including leak, clear passage and clamp function tests were performed; leak testing failed due to a hole in the heater bag. There were no issues found during the clear passage and clamp function tests. The reported issue of extra plastic on cassette/ loose cassette sheeting was not verified in the sample evaluation. However, a hole in the heater bag was found, therefore the device did not meet product specification. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: on an unspecified date in march 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette sheeting/soft membrane in the corner of two (2) amis cassettes was separated from the cassette (further described as ¿loose¿). The process step and whether the hp connected to the alleged cassettes was not reported. There was no patient injury or medical intervention associated with this event. No additional information is available.